Event description:
Procedure type: cystectomy. According to the reporter: instrument grasped tissue and tried to fire, but could not advance the firing knob. Patient experienced oozing bleeding. The tissue was treated with hand sewing. There was no tissue damage, but operating time was extended by more than 30 minutes.

Manufacturer narrative:
Date of initial report sent: 06/25/2009.